Event description:
It was reported that there was an under infusion of blood, allegedly taking four (4) hours to infuse instead of the intended two (2) hours. The clinician primed the IV set with blood and programmed a volume to be infused of 90ml so the tubing would not run dry and she could follow the infusion with a 30ml flush. At 15:17, it was alleged the device was "not infusing as it was supposed to". The clinician increased the rate to 75ml/hr. And a volume to be infused of 75ml. The ending volume infused was 179ml (had been cleared prior to starting the blood infusion). According to initial review of the logs by customer biomedical engineering the infusion was stopped at 17:30 only 3 hours after the start time. The clinician clarified that at this time she had removed the IV set and re-started the blood infusion on another channel. The nurse stated she was unable to flush the blood IV set per their process because by that time 18:30 (4hrs since start of infusion) the blood was now expired, therefore the patient did not receive approx. 30ml of blood product as intended. There was patient involvement, however no harm. This was reported to bd representatives while on site.

Manufacturer narrative:
Omit: e2401 - insufficient information, f24 - insufficient information additional information: device manufacture date, imdrf annex e, f codes and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of blood, allegedly taking four (4) hours to infuse instead of the intended two (2) hours. The clinician primed the IV set with blood and programmed a volume to be infused of 90ml so the tubing would not run dry and she could follow the infusion with a 30ml flush. At 15:17, it was alleged the device was "not infusing as it was supposed to". The clinician increased the rate to 75ml/hr. And a volume to be infused of 75ml. The ending volume infused was 179ml (had been cleared prior to starting the blood infusion). According to initial review of the logs by customer biomedical engineering the infusion was stopped at 17:30 only 3 hours after the start time. The clinician clarified that at this time she had removed the IV set and re-started the blood infusion on another channel. The nurse stated she was unable to flush the blood IV set per their process because by that time 18:30 (4hrs since start of infusion) the blood was now expired, therefore the patient did not receive approx. 30ml of blood product as intended. There was patient involvement, however no harm. This was reported to bd representatives while on site.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported of under infusion of blood was not able to be confirmed from the log analysis. Inspection and laboratory testing could not be performed because the device was not returned for investigation. The event was reported to have occurred on march 29, 2025, at 2:23 pm. The facility provided the event logs of the involved devices. On march 29, 2025, at 2:23 pm, the first infusion the day of the reported event was programmed with a rate of 60ml/h and vtbi (volume to be infused) of 90ml. Between 3:17 pm to 3:24 pm the infusion was interrupted 7 minutes by a pump pause instruction; then, the infusion continued with the same rate. At 5:32 pm the pump module was powered off with a primary volume infused (pvi) of 179.075ml and an infusion time of 181min. The infusion time of 181 minutes at 60 ml/h corresponds to an expected volume of ~181 ml. The recorded pvi of 179.075 ml closely matches this, confirming consistency between infusion time and volume delivered. No further infusions with the suspect device were performed the day of the reported event. Under infusion conditions can be the result of back pressure, wetted filter vents (when venting is needed), incorrect disposable set insertion or incorrect container volume estimation. None of these possible causes could be investigated since it is not possible to know which if any of these conditions existed at the time of the customer¿s event. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported under infusion was not able to be identified from the log analysis only. Inspection and laboratory testing of the devices could not be performed because they were not returned for investigation. The recorded pvi on the logs confirms consistency between infusion time and volume. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was an under infusion of blood, allegedly taking four (4) hours to infuse instead of the intended two (2) hours. The clinician primed the IV set with blood and programmed a volume to be infused of 90ml so the tubing would not run dry and she could follow the infusion with a 30ml flush. At 15:17, it was alleged the device was "not infusing as it was supposed to". The clinician increased the rate to 75ml/hr. And a volume to be infused of 75ml. The ending volume infused was 179ml (had been cleared prior to starting the blood infusion). According to initial review of the logs by customer biomedical engineering the infusion was stopped at 17:30 only 3 hours after the start time. The clinician clarified that at this time she had removed the IV set and re-started the blood infusion on another channel. The nurse stated she was unable to flush the blood IV set per their process because by that time 18:30 (4hrs since start of infusion) the blood was now expired, therefore the patient did not receive approx. 30ml of blood product as intended. There was patient involvement, however no harm. This was reported to bd representatives while on site.